Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted to patients left eye(os). Possible lens removal and exchange. Additional information has been requested but none has been forthcoming.